Event description:
A home pt's spouse reportedly experienced trouble with a homechoice set during the prime cycle prior to the home pt's automated peritoneal dialysis therapy on a homechoice machine. Per the home pt's spouse, the pt line of the homechoice set would not prime completely, only approx 2 inches of the pt line was priming. Reportedly, the pt line clamp was open, the pt was not connected, the pt line was placed in the homechoice set organizer during the process and there were no unused supply lines during therapy. The home pt's spouse then attempted repriming the set with the pt line out of the organizer, holding the pt line below the homechoice machine, in addition to twisting the cap "one full revolution". The home pt's spouse was unsuccessful in repriming the setup. The home pt's spouse then hooked the home pt up to the unprimed setup and completed therapy. Per the home pt's spouse, no pt injury or medical intervention was associated with this incident.